Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced hyperopic surprise, "blurry". The iol was exchanged for an atiol following the initial implant procedure. Additional information has been requested and received stating that lens were cut of eye and removed with new iol.

Event description:
Additional information received and reported that the iol was exchanged for a different model (unknown diopter) indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury/malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).